Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. The customer's blood glucose level was 307 mg/dl. Tandem technical support instructed the customer to use the fill tubing feature to prime out the air bubbles. Customer acknowledged.